Event description:
It was reported that during a colon resection procedure, ten minutes into the case the device was activated on thick scar tissue when there was an abnormal noise and the device was difficult to open and difficult to close. A couple minutes later the device made a loud noise, made a scissor action and the jaws became unhinged and broken. No pieces fell into the patient and the jaws are still intact. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). The device was received with the top jaw bent and the jaws locked closed. The device was tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged jaw. The damage to the jaw prevented the it from opening and closing properly. There is no evidence what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.